Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up, the pulse generator was found to be operating in backup vvi mode. A software download successfully restored the device. The patient was asymptomatic and would continue to be monitored.